Manufacturer narrative:
Follow-up #2 date of submission 01/27/2017-product analysis: the device was returned and evaluated by product analysis on 01/03/2017 with the following findings: the complaint could not be duplicated with investigation. The keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed all keypad buttons were appropriately responsive. There was no evidence of keypad contamination found under the key contacts. Moisture was observed on the keypad flex connector. Unrelated to the complaint, a battery compartment crack was observed. Moisture was observed on the display screen and printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that the keypad buttons were under responsive. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.